Event description:
Healthcare professional reports report a "left-side deflation ". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, broken shell on radius and missing (0-25%). Leak test and microscopic analysis was performed which identified: striated broken on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated broken assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: deflation.

Event description:
Healthcare professional reports report a "left-side deflation". Thus record is for the left side. Device was explanted.